Event description:
Reporter reported that an incident occurred on a patient during hemodialysis treatment. Reporter stated that a patient passed out during a regular hemodialysis treatment. Additional information obtained from the facility manager. Approximately 30 minutes into a regular hemodialysis treatment, a patient became hypotensive, bp 80/40 and suddenly passed out. Per protocol, a normal saline solution was administered and the treatment discontinued. No alarms or any device malfunctions observed at the time of the incident. The nusrse also indicated that, the display on the instrument stated 0.4l fluid removed, but the patient¿s post incident weight confirmed, that 2.3l fluid was removed in ½ hr. The patient was moved to a different instrument and the duration of the treatment completed without further issues. Upon completion of the treatment, the patient was discharged ambulatory in a stable condition. The following treatment parameters were provided; treatment duration 3.00 hours. The initial amount of fluid removal programmed for 2.3l. The fluid removal rate displayed at the time of the incident was 0.4l. As a result of the incident the patient received

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA march 23, 2007. The actual device involved was evaluated by baxter field service engineer. The reported problem of high ultra fintration was not confirmed.